Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy procedure to treat varices performed on (B)(6) 2024. During the procedure, after successfully deploying the first band, the remaining bands could no longer be deployed. It was noticed that the handle would just rotate, and the wire just slipped of the handle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 15, 2024. The speedband superview super 7 was used in the esophagus. Note: it was reported that the trip wire was not secured in the slot on the handle unit, however, per the instructions for use (IFU), "secure trip wire in slot on handle unit."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5, block e (initial reporter first name and last name), block e3, and block h6 (device codes) have been updated based on the additional information received on february 15, 2024.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy procedure to treat varices performed on (B)(6) 2024. During the procedure, after successfully deploying the first band, the remaining bands could no longer be deployed. It was noticed that the handle would just rotate, and the wire just slipped of the handle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.